Manufacturer narrative:
Failure analysis noted that insulin pump received with constant a39 followed by off no power alarms, problem isolated to mother board. Analysis was unable to test for history anomaly due to constant a39 followed by off no power alarms. The insulin pump t had cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor pic communication error. The customer's blood glucose was 250 mg/dl at the time of incident. He was unable to get the insulin pump to rewind. The customer was informed that the insulin pump will need to be replaced. The insulin pump was returned for analysis.